Manufacturer narrative:
Examination was not possible as no products were returned. The root cause is undetermined. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address malalignment of the components.